Event description:
The patient reported being able to feel their heartbeat in their stomach area. The following physician confirmed the patient was experiencing phrenic nerve stimulation from the left ventricular (lv) lead. Stimulus output was reduced to avoid further stimulation and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.